Event description:
Customer called lfs on 01/2002 alleging their one touch ultra meter was giving them the apply sample message. Per facility, the following info was documented: "customer not aware if they had any harm or not". No symptoms. Customer retested 4 to 5 times and called lfs. The last reading customer got was 72mg/dl (date/time unk). Customer is not aware of any treatment, but customer ended up in the hosp. Issue was resolved with the facility.